Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns.

Event description:
It was reported that the ventricular lead was capped and replaced due to increase in pacing threshold. The atrial lead was removed and replaced due to suspected lead fracture with impedances greater than 9999 ohms. No patient complications were reported as a result of this event.